Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow keypad button was delayed in response and the down arrow keypad button required multiple presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no functional defect was found. Keypad button cover is intact to the base with no evidence of peeling. All keypad buttons are responsive. Removed keypad cover to check condition of the key contacts, evidence of contamination was found under 'contrast' key contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.